Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - initial use of device. Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs but was able to reproduce the issue during in-house testing. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using a well-known golden system. Upon powering on, the unit displayed an error m-02-3. The probable root cause in this case is attributed to the faulty iesu.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, vio integrated electrosurgical generator unit (iesu) errors occurred, and the iesu needed consistent reboots. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse found error m-02 in the logs. The customer continued with the procedure and requested the iesu to be checked. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue, however the fse did replace the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.